Manufacturer narrative:
The investigation determined that biased vitros psa quality control results occurred on a vitros eciq and eci immunodiagnostic system following a calibration event. No analyzer malfunction was identified. The open vial age and proper handling of the psa calibrators used could not be confirmed. There was insufficient inventory of the product to continue the investigation. Acceptable performance was observed on both analyzers when a different lot of calibrator fluids and psa reagent were used. The investigation into this event concludes that the root cause of the event is unknown and the possibility of improper pre-analytical handling of the psa calibrator fluids used to calibrate both analyzers could not be ruled out as potential root cause.

Event description:
A customer observed lower than expected vitros psa quality control results on a vitros eciq and eci immunodiagnostic system. No biased patient results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event.this report is one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved.this report corresponds to ortho clinical diagnostics inc. Complaint # 1120707 & 1121394/ ivd 170602.